Manufacturer narrative:
Updated health impact code.

Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls indicating that the device screen has lots of different colours and is not functioning properly. The device was not in use, therefore no health consequences or impact.